Event description:
The field service engineer was called to the customer site because of strange noises heard during gantry rotation. He found out that all four screws, holding the web plate with the rotation drive assembly, on the stand were loose. Because of the movement to the left/right, the plate sheared off the web of the outer u-shaped steel bracket. No pt injury involved.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Testing revealed a difference of 5 degrees between the reported gantry angle on the console computer and the machine read-out value. Results code 741 and 100- the source of the problem was loose motor mount bolts. The noise from the gantry, which turned out to be due to four motor mount bolts working loose. As the mounting assembly was no longer firmly secured, this allowed for a rocking motion of the loose motor mounting assembly. In addition, it was determined that there is a potential for angular misadministration due to a shift in gantry motor positioning. If the motor moves along the alignment uni-strut to the maximum allowed setting, there could be 6 to 8 degrees of error at any given angle. If undetected, this angular error could produce an effective beam shift of about 21 mm either at the skin 15 cm above the isocenter, or, in the case where the light field was used to align the beam to skin marks, at the isocenter (15 tan(8deg) = 2.1). Conclusion code: the device failure occurred and was related to the event. Varian's service technical bulletins ((B) (4)) were designed to remedy this issue by applying a specified torque and applied loctite to these bolts. The stbs have been implemented on approx. 98% of a 1,000-machine population. These stbs, properly implemented, should eliminate or greatly reduce the probability of rotation stop stress being transferred to the gantry. The existing correction should be sufficient to adequately address this issue and subsequently been applied to this machine. No further action is expected.